Event description:
It was reported that the patient experienced ineffective therapy. It was found that both lead extensions were misplaced during a previous procedure causing poor tremor control. As a result, surgical intervention was undertaken on (B)(6) 2025 to revise both lead extensions. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.